Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed error code 1208 alarm message: oxygen not available message. The fse provided part information for repair per the service manual. Resolution and disposition are pending - investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting an "oxygen not available" device failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6).

Manufacturer narrative:
The manufacturer's field service engineer (fse) replaced the gas delivery system (gds), and the oxygen solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.